Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) and was explanted after 36.3 months of service. A similar device was implanted without reported difficulty. Premature battery depletion is suspected. To date, there have been no reported patient symptoms associated with this clinical observation.